Event description:
Procedure type: hysterectomy. According to the reporter: the suture needle can be seen during the surgical procedure. During the procedure, the needle detached and remains in the abdominal wall, without friction or harm to the pt. The needle is located in the abdominal wall of the pt as seen using fluoroscopy.

Manufacturer narrative:
(B)(4).